Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer's insulin pump did not alarm after the rewind sequence. The patient's blood glucose level was at 985 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
There was no signal to low alarm or unexpected restart alarm noted. The insulin pump passed the self test and unexpected restart error test. The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube lip.